Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged due to possible lack of slack at initial implant. Additional information obtained from the field representative indicates that this lead exhibited high thresholds and dislodgement was confirmed via x-ray. This lead was explanted and will be returned back to the laboratory. No additional adverse patient effects were reported.